Event description:
The device was used during an endoscopic hernia repair procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.